Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with dense orange/brown foreign material covering the port and the inner cutter at the port in closed position. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and cut, and nonconforming for aspiration. During actuation/aspiration functional testing a hissing noise was observed. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Gouge marks observed at several locations along the inner cutter. Wear marks observed along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path, the wire did not go all the way trough. The sample was retested with a syringe and resistance was felt. The needle holder/retainer and the engine assembly were disassembled to evaluate for potential contributor factors for the observed hissing noise. All components were visually conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The picture attached was reviewed by the manufacturing site. The picture shows a pak label with the same product and lot number as reported. A video attached reviewed by the manufacturing site. The video shows a probe distal end with the needle submerge in a clear liquid, a hissing noise is during the whole duration of the video. The complaint evaluation does not confirm the probe had a cut failure. The complaint evaluation confirms the probe had a hissing noise, the evaluation also indicates the probe had an aspiration failure. An exact root cause for the hissing noise could not be determined from the evaluation performed. A potential contributor factor for the hissing noise is the aspiration failure. The root cause for the aspiration failure as well as foreign material is due to the excessive surgical use of the probe. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe dfu. Although the reported event was reported to have occurred prior to surgery, it appears that the probe has experienced a use much greater than designated per the direction for use (dfu). The excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. The reported cut failure was not confirmed and it appears that the observed aspiration failure was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the sound of the probe during testing was loud, and after testing, the sound during cutting was even louder and the probe could not cut before vitrectomy surgery. The surgery was completed after replacing the probe with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).